Event description:
Customer reported a false positive with anti a bioclone, lot baa574ax. A 1+ reaction was noted with a group b positive pt. No death or serious injury was associated with this incident.